Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was an informational power on reset (por). The therapy had stopped due to por. The patient reported that she just finished charging the ins when the por was seen. The por wasn¿t related to an overdischarge or recent medical test/environmental exposure. The patient was assisted in clearing the por and turning the therapy back on. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the por message were checking before bed battery level. Patient provided their weight information. No further complications were reported/anticipated.